Event description:
The male pt rec'd a 8x40 precise stent in 2007 in the right carotid. In 2008, the pt had a revascularization of the previously treated lesion.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.